Event description:
It was reported that during a da vinci-assisted surgical procedure, the system faulted multiple times during the case. The site was proceeding with procedure by powering off and unplugging surgeon side console (ssc) 1. The customer completed the case only using ssc2. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operation room (or) staff and obtained the following additional information: the procedure was completed robotically using the same surgeon-side console. Arm 1 was disabled during the procedure to resolve the issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting error message/fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. This has been an ongoing intermittent issue where fse has previously replaced master tool manipulator left (mtml) and remote arm controller boards (rac) and has swapped components to try and isolate the issue. The issue has persisted and come back despite the efforts. Fse replaced the armrest harness to resolve the issue. The system was tested and verified as ready for use. The armrest harness is a field scrap item, and it will not be returned back to isi for a failure analysis. The complaint regarding error message/fault was confirmed by field evaluation, which indicates that the device did contribute to the customer reported issue.